Event description:
It was reported that pump experienced malfunction alarm with code 12, with no notable events occurring beforehand and unknown impact to the customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance from support, did not experience recurring malfunction after reset, was advised to continue using pump, and was instructed to call back if malfunction alarm occurred again.